Event description:
The hospital reported during a procedure, the scope was "torqued" going around a corner in the pt's anatomy. The scope was manipulated in order to retrieve the image, however no longer was visible. The procedure was completed with the use of another device. There was no allegation of harm.